Manufacturer narrative:
A device history record review was completed for provided material number 300296 and lot number 2305181. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) sample was provided for evaluation by our quality team. Through examination of the sample, leakage was identified and white particles were also observed. The leakage was determined to be a result of damage to the plunger component. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. We have concluded that the observed particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. The most restrictive food additives regulations from different countries allow a maximum level of 0.2 % of lubricant. The specification for the quantity of lubricant used in the barrel of bd two-piece syringes is below this limit. A toxicologic material risk assessment for the slip agents used in bd discardit ii 2-piece syringes indicate an extremely low to negligible risk of adverse effect in this clinical application. Based on the evaluation conducted, it is concluded that the reported particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices.

Event description:
Type: sterile syringe serial or batch number: 2305181. User facing the problem: mr l., mr p. Sterile syringe. Serial or batch number: (B)(6). Use-by date: 01/04/2028. What happened or could have happened? Description of facts, circumstances and means used : presence of deposits and dust inside several syringes from the same batch. Measures taken: 1-yes. If yes: syringes discarded, fei carried out. Frequency: 5-very likely (more than once a week) description of consequences: equipment cannot be used to give injections to patients, risk of infection +++. The syringe has not been used so no patient impact.

Event description:
It was reported that the discardit ii - 2-piece syringe has foreign matter present. Report 4 of 4. The following was translated from french to english: what happened or could have happened? Description of facts, circumstances and means used : presence of deposits and dust inside several syringes from the same batch.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.